Event description:
The customer reported via phone call that she had a low blood glucose on (B)(6) 2015 with a blood glucose of 64 mg/dl. Customer stated that the paramedics came to the house. Customer did not go to the hospital. Customer stated that she was doing a temp basal and she had a low blood glucose this morning. Customer stated that she has an appointment this coming week and is going to do a temp basal of 60% until she meets with her health care professional. Customer was over bolusing and was treated by the paramedics at her home.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).